Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)..

Manufacturer narrative:
(B)(4). The sample was returned for investigation. The reported defect could not be detected on the returned sample. No fault was found with the returned sample.

Event description:
It was reported that prior to patient use, the cuff on a tracheal tube did not fully deflate. There was no patient involvement. There is no report of serious injury or death associated with this event..